Event description:
Clinical notes dated (B)(6) 2012 indicate the patient has a lead problem which was noticed after an increase in drop attack seizures experienced by the patient. The patient was reported to have been doing remarkably well with her vagus nerve stimulator and had almost complete seizure resolution in addition to being able to have her medicines weaned off, until the recent increase. It was also noted that the patient's parents pick her up from underneath the axilla and they have been putting some undue stress on the vagus nerve stimulator which may have contributed to the lead problem. Per the notes, the patient's vns was assessed and found to have a readout indicative of a lead fracture; however, these diagnostic results were not provided. Per the notes, the physician attributes the patient's increase in seizures to the high impedance. X-rays and revision surgery were planned. The date of the revision surgery is scheduled for (B)(6) 2012. A programming history review was performed and no anomalies were observed. An attempt for additional information has been made; however, it has been unsuccessful. No additional information has been provided to date.

Event description:
Follow up with the physician found that the increase in seizures was first observed on (B)(6) 2012. It was stated that the increase in seizures is related to the lead discontinuity and that the increase is still below pre-vns baseline levels. Only the patient's atonic seizures increased and it was re-iterated that the lead discontinuity was possibly related to the patient's parents picking her up. The patient's vns was replaced on (B)(6) 2012 in order to improve seizure control. On the day of the surgery the vns device was programmed on and the patient has been reported to be seizure free since. No x-rays were taken by the physician's office. No other information was provided. Follow up with the surgeon found that x-rays of the patient were taken before surgery; however, these x-rays will not be sent to the company for review. No other information was provided. Attempts for product return are in progress; however, the product has not yet been returned.

Event description:
The patient's generator and lead were returned on (B)(6) 2013. Per the return product form, the reason for explantation was 'malfunction' which likely refers to the suspected lead fracture. Visual analysis of the returned lead noted that setscrew marks were observed on the connector pin. The marks provide evidence of a proper mechanical contact between conductive surfaces of both the generator and connector pin, thereby ensuring a good electrical connection to the lead. One set of setscrew marks was found near the end of the connector pin, indicating the connector pin had not been fully inserted into the cavity of the pulse generator at one time. However, based on the location of the setscrew marks on the pin, it is unknown whether a good electrical connection was present for the connector ring. In addition, the connector ring inter-face backfill appeared to be partially detached. The increase in seizures allegation is beyond the scope of activities performed in the product analysis laboratory environment and is not an actionable issue which will result in confirmation of an event; however, the confirmed discontinuity does have the potential for being a possible contributing cause. During the visual analysis the end of the (+) connector ring quadfilar coil appeared to be broken approximately 7mm from the electrode bifurcation and broken coil strands were observed on the (-) connector pin quadfilar coil. Scanning electron microscopy was performed and identified the area as being mechanically damaged with fine pitting which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuity, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings in the product analysis lab, there is evidence to suggest a discontinuity in the returned portion of the device; however, as the electrodes were not returned for analysis a complete evaluation could not be performed on the entire lead product. Product analysis on the returned generator found that the generator performed according to functional specifications and no anomalies were found.

Manufacturer narrative:
Analysis of programming history. Relevant tests/laboratory data, including dates, corrected data: diagnostic data inadvertently not included in initial MDR.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.